Event description:
Report received of an adverse event while the device was in use. It was reported that the patient was receiving an unspecified IV solution at an unspecified rate. The infusion pump sounded with an occlusion alarm, and the nurse reportedly attended to and resolved the occlusion. According to the reports the co received, approximately 15 minutes later, the pt was found face down with the IV tubing set wrapped 2-3 times around the neck. The pt survived the event, but was reported to be in a vegatative condition in a 24-hour care center. The pump was not identified by serial number and was placed back in to clinical service. The tubing set in use at the time of the event was discarded, but a representative sample was identified. At this time, the list/lot number of the set has not been provided. There was no additional information available.